Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ping meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter power issue began on (B)(6) 2014 at around 7am. The patient manages their diabetes using an insulin pump. In response to the meter issue the patient reportedly made changes to his usual diabetes management routine ¿throughout the day¿, however, the patient¿s adjustments are not clear. The patient reported developing symptoms of ¿high and sleepy¿ and ¿low and shaky¿ approximately ¿2 to 3 hours after¿ the alleged meter issue began. In response to the ¿low¿ symptoms the patient self-treated by taking an additional 3 glucose tablets (4 grams per tablet), and in response to the ¿high¿ symptoms the patient self-administered an additional 10 units of insulin. The patient denied receiving any additional form of medical intervention after the alleged power issue occurred. At the time of troubleshooting, the csr noted that the correct test strips were being used and that the meter did turn on when the power button was pressed. The csr was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged power issue began.

Manufacturer narrative:
The patient¿s meter has been returned on 8/19/2014 and evaluated by lifescan product analysis on 8/22/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective crystal x1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.